Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly caught on fire. The patient and spouse received burns to their legs. There was no report of medical intervention being required. It was reported that candles and cigarettes were near the device. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected. The manufacturer found the patient's tubing appears to have ignited and created thermal damage to the device. The manufacturer confirms the thermal damage was from an external source and does not appear to originate from the device itself. The device was tested and was found to operate properly. Product labeling states,""oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670. Section h6 has been updated with the correct information.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. The patient and spouse received burns to their legs. There was no report of medical intervention being required. It was reported that candles and cigarettes were near the device. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.